Event description:
It was reported that during an unk procedure, went to fire first time and unformed staples collected in the bottom. They reloaded and the same thing happened again. Then they aborted the procdeure with no patient impact.

Manufacturer narrative:
(B)(4). Date sent: 9/16/2025. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the surgery performed? What was the color of the cartridge? What was the targeted tissue? Was the firing sequence started but not completed? If yes did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? Was there any difficulty opening the device jaws? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 10/17/2025. D4 batch #891a09. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45nk device was received with no apparent damage with a 6r45b reload loaded in the device and a second reload (b) present. The reload was received fully fired and the cartridge deck had some marks. The reload (b) was received fully fired with damage and marks on the reload deck and drivers. The device was tested for functionality with a test reload and it fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The damage to the reload is consistent with the device being clamped over a hard object. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 891a09, and no non-conformances were identified.